Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable, the x-ray tube and tube gasket, and the ps1 5vdc power supply, were replaced. The voltage was adjusted to 5.15 on the generator interface printed circuit board. The filament calibration was run, and the camera collimator was aligned. The manufacturer representative recommended replacement of the contaminated collimator cover, the tube fan cover, the fan and filters. The customer agreed to have that service performed at a later date. The system was tested and operates as intended.

Event description:
The customer reported that during a case, the 9800 system displayed intermittent regulator errors. The case was completed and no patient injury was reported.